Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient was experiencing episodes of syncope unexplained by fluid status or arrhythmia, with no vad alarms on interrogation or the system controller. Computed tomography (CT) imaging from (B)(6) 2026 showed the heartmate 3 left ventricular assist device (lvad) with a partial obstruction of the inflow cannula during the cardiac cycle (inferiorly canted cannula abutting the inferomedial papillary muscle). The log files were submitted for review. The event log files contained frequent pulsatility index (pi) events on 22apr2026 to 23apr2026. There were no notable alarm conditions or parameter changes seen in the log files. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically. Additional information was provided that the partial obstruction was determined to not be the cause of the syncope, which was attributed to the arrhythmia. Symptoms of arrhythmia included dizziness and syncope due to ventricular tachycardia (vt) arrhythmia that was treated with medication changes and vt ablation. The patient had a history of vt arrhythmia and had an implantable cardioverter-defibrillator (ICD) prior to lvad implantation. The arrhythmia was not thought to be device related. The patient was discharged after ablation with plan for outpatient management of antiarrhythmic medications and the device operated as expected.